Event description:
The excluder bifurcated endoprosthesis contralateral device and an aortic extender were implanted to reline a vanguard endograft to resolve a pre-existing type iii endoleak. Since the endoleak persisted, the physician converted to an aorto-uni-iliac approach, implanting an excluder trunk-ipsilateral device inside the existing devices. A femoro-femoral crossover graft was implanted to perfuse the pt's opposite leg. There was no adverse outcome for the pt. No allegation of deficiency was made regarding any of the excluder devices used in this case.